Manufacturer narrative:
(B)(6).

Event description:
The customer questioned high results for multiple patients tested for either elecsys ft4 ii or elecsys ft4 iii on a cobas 8000 e 602 module. The customer thinks the roche results are falsely elevated and sent all patient results above the reference range to an external laboratory for testing using an unspecified method. The customer provided data generated between apr-2018 with the ft4 ii assay and may-2018 with the ft4 iii assay for 67 patient samples. Based on the data provided, the results for 64 patient samples were discrepant when tested for ft4 ii or ft4 iii. This medwatch will cover ft4 ii. Refer to medwatch with (B)(6) for information on the ft4 iii results. Refer to attached data for the patient results. It is not clear if the high results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e602 module serial (B)(4).

Manufacturer narrative:
It was clarified that the high results from the roche method were reported outside of the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.